Manufacturer narrative:
The lead was returned for patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-04420, related manufacturer reference number: 2017865-2023-04421. It was reported that the patient has deceased on 20 jul 2022. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.